Event description:
Reportedly, during testing, a check circuit alarm occurred, and after restarting the unit, the touch screen did not function. The device was not used on a patient when the event occurred.

Manufacturer narrative:
(B)(4).